Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Con-sidering the physicians complaint event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e., challenging target lesion anatomy).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderately tortuous segment of the mid lad. Due to challenging lesion anatomy and resistance during the attempt to cross the lesion, it was not possible to advance the device any further.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderately tortuous segment of the mid lad. Due to challenging lesion anatomy and resistance during the attempt to cross the lesion, it was not possible to advance the device any further.